Event description:
The customer reported unable to acquire v6 leads ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported unable to acquire v6 leads ECG. There was no reported adverse pt impact. The philips repair bench evaluated the device and found an open in the trunk cable. The customer was provided information to replace the cable. The device passed all performance assurance testing and was returned to the customer.